Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd representative¿s site visit, two pump modules were observed with tarnished look on both the right and left iui connectors, one had a slow to return to closed module release latch and one had a stuck in the open position module release latch. The one with the stuck module release latch appeared to have a lot of blood around the module and it appeared to have blood in the module release latch. This device was provided to hospital¿s risk specialist that was rounding with bd representatives during the visit, the other issues was pointed out to the risk specialist. No reported failures. There was no patient involvement as these were visual inspections by bd representatives on the devices.